Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Koru medical became aware of a report stating ""during infusion, syringe placed in koru pump. Syringe popped out when turned on. Syringe driver nose noted with a crack." No adverse events occurred. The pump will not be returned to koru for evaluation. The patient was provided with a replacement pump. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.